Event description:
Caller reported a cgm error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and assisted the caller through the process. After the reset, the cgm error code did not reappear. The customer decided to switch back to the g6, successfully accessed mycgm, and received instructions on changing the sensor type, with plans to start the g6 sensor and call back if any further issues arise.